Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb), free thyroxine (ft4), thyrotropin (tsh), cortisol (cort), and ferritin (fer) results on their e601 analyzer. The customer provided data for 11 samples; of which 7 had discrepant results reported outside the laboratory. The first patient's initial ft4 result was 5.70 ng/ml. On (B)(6) 2012, the repeat result from another analyzer was 1.16 ng/ml. On (B)(6) 2012, the second patient had an initial fer result of 3.98 ng/ml. The repeat result from the same analyzer was 8.59 ng/ml. On (B)(6) 2012, the third patient, a female had an initial hcgb result of 4017 miu/ml. The first repeat on another analyzer was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 34970 miu/ml.a corrected report was sent to the patient's doctor. On (B)(6) 2012, the fourth patient, a female, had an initial hcgb result of 16.30 miu/ml. The repeat on another analyzer was 45.65 miu/ml. On (B)(6) 2012, the fifth patient had an initial cort result of 34.41 ug/dl. The repeat result from the same analyzer was 6.34 ug/dl. On (B)(6) 2012, the sixth patient, a (B)(6) male, had an initial tsh result of 1.46 uiu/ml. The repeat result from another analyzer was 2.51 uiu/ml. On (B)(6) 2012, the seventh patient had an initial fer result of 9.83 ng/ml. The repeat result from the same analyzer was 31.87 ng/ml. The customer considered the repeat results to be correct. The customer does not know of any adverse events. The cort reagent lot number was 16447802 and the expiration date was 11/30/2012. The fer reagent lot number was 16347301 and the expiration date was 09/30/2012. The ft4 reagent lot number was 16519301 and the expiration date was 10/31/2012. The hcgb reagent lot number was 16250103 and the expiration date was 07/31/2012. The tsh reagent lot number was 16538501 and the expiration date was 07/31/2012. The field service representative found crystallization and fluid underneath the procell cup creating an electronic failure. He cleaned the procell cup and incubator. The customer performed quality control with results within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.